Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. An investigation was performed and the reported condition was confirmed. To address the reported failure, the top membrane was replaced. The ventilator was processed per service instructions and returned to stock.. The customer replaced the ventilator with a new one.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue and found the top membrane dome is either shorting out or has become concaved.

Event description:
It was reported that during demo evaluation the ht70 plus ventilator is unable to lower parameters when pressing the down arrow push button. There was no patient involvement.